Event description:
The surgeon noted that the point was already broke in the kit when he has opened it. There was no adverse consequence to the pt.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.